Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Each time the generator is activated after exiting standby, hold the instrument in the air (if coagulating shears are used, open the clamp arm) and depress the min or max power level on the foot switch or hand switching adaptor. "Test in progress" will appear on the graphic display and a rapid two-tone pulse will sound while the test is occurring. During this five-second period, a system check is being performed.

Event description:
It was reported that during an unknown procedure, the titanium tip of the device broke during the self-test. Another device was used to complete the procedure. No patient consequence.